Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and blood glucose value at the time of event was 63 mg/dl. Customer treated the event with glucose/carb intake. Customer also reported a pump error 23 and cosmetic damage at battery compartment . No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm successfully but pump error 23 reoccurred. The customer will discontinue using the device and insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Case type = ngp. The customer returned the pump for alleged low and high bg events, pump error 23 alarm, and cosmetic damage located on the battery compartment reported on (B)(6) 2023. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the data test at .08730 inches. Successfully downloaded the trace and history files using thump. No unexpected pump error 23 alarms were noted during testing. A review of the pump history file reveals on (B)(6) 2023 at 12:11 there was a pump error 15 (line number 442 file number 38) alarm followed by a pump error 23 alarm that occurred. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. Cgm connection generates fault 53 after rf driver critical data check failure (esf (B)(4)). Suspect the hw. Error 23 is the consequence of error 15 (causes pump restart). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, stained and faded serial number label, end cap address label faded, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Low bg and high bg anomalies are not confirmed. The pump passed all functional testing. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Pump error 15 and pump error 23 alarms are confirmed, fault is isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.